Event description:
It was reported that sometime post-op the patient's pedicle fractured. The cause for the fracture is not known. The patient underwent a revision surgery to repair. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the devices were not returned, however films were supplied for review which found: simple lateral CT reconstruction of lumbar fusion. Pedicle screws are noted at l3, l4, and shadows suggesting screws at l5 and s1. Defect thorugh posterior superior endplate is noted and fracture involving pedicle is suspected.